Event description:
It was reported the lead exhibited high impedance with an increase in thresholds due to a potential lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the outer insulation had a white substance, there was blood in/on the helix mechanism, there was tissue of the helix, the lead was received at analysis with the steroid ring torn and a segment missing and the time this occurred can not be determined, the lead was stretched, and there was apparent explant damage.